Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify backlight display anomaly, battery out limit alarm, off no power alarm due to blank display. Insulin pump had corroded motor home switch. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated the display did return. Assisted customer in performing a self test. Results of the self test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.